Event description:
Customer reports the needle protruding after the device was fired while using the multiclix lancet device. Customer reports she accidentally stuck her finger and hand, but required no medical attention. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.